Manufacturer narrative:
(B)(4).

Event description:
The pt underwent catheter revisions (B)(6) 2010 and again (B)(6) 2011 due to catheter migration. The pt also experienced catheter erosion. The pt developed a cerebrospinal fluid leak; the physician performed a blood patch procedure. The last pump refill occurred (B)(6) 2010. The pump contained dilaudid. The low reservoir alarm was to occur on (B)(6) 2011. An hcp told the pt she had "too much medication in her system due to pt's slurred speech." The pt was tested and only intrathecal dilaudid was noted. The pt informed the hcp she was legally deaf and speech was normally slurred. As of the date of this report, the pt believed she was "getting sicker and sicker" and her sickness was "advancing". The pt experienced difficulty traveling because of this. The pt was attempting to establish care with another pump managing physician since her previous physician relocated. Add'l info has been requested, but was not available as of the date of this report.